Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp extension set was cracked and subsequently leaked. During a total parenteral nutrition (tpn) infusion containing dextrose, amino acids and electrolytes, ¿the filter cracked allowing the fluid to leak out of the set¿ and the patient¿s ¿peripherally inserted central catheter (PICC) line clotted off¿. The infusion flow rate was at 15 ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.